Event description:
Customer reports that the needles looked larger than expected. Surgeon stated the aorta tore as a result of a larger than expected needle which needed repair. Surgeon was performing an aortic cannulation.